Event description:
During the atrial fibrillation ablation procedure, the sheath was punctured. It was difficult to advance the transseptal needle through the sheath. On x-ray, it was observed that the needle had gone through the sheath. The sheath and needle were pulled back, and a new sheath was used to completed the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator had been punctured proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the puncture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.